Event description:
A lead was returned to the manufacturer from a competitor manufacturer with no information. Further review of the manufacturer's database indicated the patient is deceased. The lead subsequently tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device associated with this adverse outcome was returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and analysis revealed outer insulation breached metal ion oxidation. It was noted the proximal conductor was distorted, there was outer insulation cosmetic metal ion oxidation and environmental stress cracking, all insulators were breached cut and there was cosmetic depression of the outer insulation.